Event description:
The customer reported the c-arm will not fluoro. No pt injury was reported.

Manufacturer narrative:
The service rep discovered that the xray tube was installed by a third party. This tube had a cracked port. Will open a new call and return when they install the replacement.